Event description:
It was reported that the handpiece began leaking a blood-like fluid after cleaning and sterilization. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not been returned to the MFR for investigation based on this event. A product return was requested. A f/u report will be submitted after a quality investigation is completed if the product becomes available.